Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient expressed concern about not voiding on their own yet and was advised that it can take 48 hours to see improvement. On (B)(6) 2017, the patient hasn't experienced improvement with their retention and said "it's not working" which was clarified to mean their lack of improvement. During the call, the patient was changed programs. A day later, the patient had multiple bowel movements after taking a laxative and lactulose. On (B)(6) 2017, patient was still having more bowel movements and not feeling improvement. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient had prolonged urinary retention requiring sel f-catheterization, and they underwent urodynamics. The healthcare provider noted that the retention was pre-existing. They stated that in order to relieve the patient¿s urinary retention, they had a trial of medications and self-catheterization. The healthcare provider added that the performed intervention was a standard of care for the patient. No further complications were reported.